Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced site issue due to physicl activity leading to thirty infusion set bent cannula issues event on (B)(6) 2025 and (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for one day. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient found positive for ketones and ketone level found life threatening. Patient experienced vomiting. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.